Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the cysto-nephro videoscope tested positive for 2 colony forming units (cfus) of staphylococcus species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 2 cfu. Bacterial identification: staphylococcus species. A review of the device history record identified no deviations that could have caused or contributed to the reported issue. Based on the investigation results, no correlation was observed between the device¿s actual condition and the source of contamination. In general, device damage (e.g., scratches, cracks, creases, or kinks) can serve as a source of microorganisms, particularly when combined with inadequate reprocessing. Without cleaned, disinfected, sterilized information from the customer, it is not possible to assess potential deviations from the validated reprocessing procedure outlined in the instructions for use or to correlate them with the device condition. The initial olympus hmi showed 1 cfu of micrococcus luteus (no indicator). Following additional reprocessing by olympus, the hmi results were negative. The most probable cause of the microbial contamination is caused traced to user error. The most probable cause of the cut/incision in the biopsy channel is cause not established. The following is included in the device IFU: "contents under precautions on page 5: ¿extract from operation manual¿ after using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection. In subchapter 1.2 importance of reprocessing on page 2: ¿extract from reprocessing manual¿ the medical literature reports incidents of cross-contamination resulting from improper reprocessing. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals of all ancillary equipment. In subchapter 1.4 precautions on page 5: ¿extract from reprocessing manual¿ olympus will continue to monitor field performance for this device.